Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with a fever. The investigator noted the event as mild in intensity. No treatment was administered and the event resolved 2 days later without treatment. However, post-op hospitalization was prolonged. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.